Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire tip broke off. A fathom -16 guidewire was selected for use. During the procedure, it was noted that the tip of the wire broke. Consequently, the physician was able to snare out the tip. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a fathom guidewire. It was noticed that the shaft was separated approximately 4cm from the tip. The device showed signs of being bent at the point of separation which is consistent with procedural tactics. The faces of the separation are also consistent of the device failing at the laser slotted area which would be expected due to this being the weakest area of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Lot number was not provided therefore a ship history of previous lots sent to the customer was reviewed DHR found no issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guidewire tip broke off. A fathom¿ -16 guidewire was selected for use. During the procedure, it was noted that the tip of the wire broke. Consequently, the physician was able to snare out the tip. No patient complications were reported.